Event description:
It was reported that the right ventricular lead had an apparent fracture as a lead integrity alert was triggered for oversensing and varying impedance. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had an apparent fracture as a lead integrity alert was triggered for oversensing and varying impedance. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: product performance information was collected and analyzed. Analysis found five lead failure predictor high rate non-sustained episodes <(><<)>(> <(><<)><(><<)>)>= 187 ms average ventricular cycle length between (B)(6) 2012 12:23:43 and (B)(6) 2012 13:00:11. Two patient alerts for lead failure predictor occurred on (B)(6) 2012. The ventricular short interval count was 275 counts, in 9.04 days, between (B)(6) 2012. The weekly pace lead impedance trend data shows a spike increase for max ventricular pace bipolar impedance from 494 to 931 ohms peak between (B)(6) 2012, then returning to 456 ohms on (B)(6) 2012.